Event description:
It was reported that the patient underwent a surgical procedure to revise this ambicor penile prosthesis (app) due to proximal perforation during dilator as a result of migration. The app was explanted and replaced with a new ipp cylinder, pump, and reservoir using a suture sling to prevent any future migration.